Manufacturer narrative:
Conclusions - most likely the pt put her finger between the table top and the magnet cover. It is known that there is a space between the pt table and the magnet cover where the finger pinching may occur. This potential hazard was identified during design of the scanner and noted in the risk analysis. To mitigate this potential harm, a switch plate between the table top and facade was designed to stop the pt table should something (e.g. A finger) comes in contact with it. Nevertheless, this does not prevent finger pinching in all cases. Further, arm rests are provided with each scanner which keep the arms inside the outer sides of the table top. Training is provided at installation of the scanner that includes the use of arm rests and the instructions for use. This training emphasizes the importance of the user ensuring that the pt's arms do not 'dangle' outside the edge of the table top - creating a hazardous situation. Therefore, we believe that with the current design and the appropriate application of the arm rests and operator attention as described in the instructions for use.

Event description:
This report is being filed upon notification from our mr MFR to submit this event that happened in foreign country. Problem: pt was having a mr procedure. Pt was ready for a pancreas exam with a xl torso coil. Straps were placed as required and only her hands could move freely. She reported a severe pain in a finger of her left hand when she entered the magnet bore. The pt was removed from the bore. Her annular finger was severely injured and bleeding. The pt received immediate treatment. The prognosis is good for this finger.